Event description:
Additional information received indicated that the right ventricular (rv) lead was capped and replaced to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, episodes of loss of capture and high pacing impedance were observed on the right ventricular (rv) lead. The suspected cause of the event was rv lead fracture, which was not confirmed with diagnostic imaging. No intervention has been performed at this time. The patient was stable and will continue to be monitored.